Manufacturer narrative:
(B)(4). The reported complaint, that the "iab catheter, that failed to unwrap" is confirmed. During the investigation, the distal portion of the iabc bladder was noted, twisted and the bladder would fully inflate or unwrap, during functional testing. Based on a review of the device history record (DHR), the product met specification upon release. However, the specifications were not met, during the complaint investigation, due to the twisted bladder. The probable root cause of the complaint is manufacturing related. A corrective and preventive action has been initiated to further investigate the issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported, "call received from customer. Stating, that they had an iab catheter that failed to unwrap. They said the physician removed the balloon and tried to manually inflate outside the body. And it would not unwrap". To continue therapy, another iab was inserted instead. It is also reported, that this issue was found, prior to insertion into the patients body.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "call received from customer stating that they had an iab catheter that failed to unwrap. They said the physician removed the balloon and tried to manually inflate outside the body and it would not unwrap". To continue therapy, another iab was inserted instead. It is also reported that this issue was found prior to insertion into the patients body.